Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted clear the alarm. The hp would stop therapy and call the nurse for instruction on how to complete therapy. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that she had just disconnected and started over with new supplies after this incident. The hp did not know what the cause was, but stated that there was nothing unusual with the supplies. The hp did not speak with her rn yet. The hp was advised to follow up with the rn as there was unsterile air in the disposables while she was connected. The hp stated that there were no injuries as a result of this alarm.